Event description:
There was a foley bladder catheter in this patient. The patient had a urinary tract infection and it was decided to discontinue the foley catheter. However, the order to discontinue the catheter could not be entered because there was not ever an order to insert the foley catheter. The rigidity of the cpoe instruments is embodied in this case, delaying timely care while serving as an impediment to safe and efficacious care. Nothing but delays and disruptions with ongoing risk to the patients.